Manufacturer narrative:
This report is being submitted as follow up no. 1 to update and to provide the device return date . The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update and to provide the completed investigation. Results - 114 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing of the returned sample. Conclusion - 4310 is based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon functional testing of the returned sample. One used 6fr angio-seal vip device was received for product evaluation. The carrier tube assembly was returned mated with the hemostasis sheath as well as the returned guidewire was inserted over the arteriotomy locator. Visual inspection revealed that the returned guidewire was inserted over the arteriotomy locator. The carrier tube assembly was mated with the hemostasis sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. Microscopic analysis of the distal tip of the hemostasis sheath revealed that the anchor was still present within the sheath and had not properly posted to the distal tip. No other anomalies were noted with the device. Functional testing was performed, and the deployment sleeve was moved into the forward lock position, which caused the anchor at the distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted at an appropriate angle to the distal tip of the hemostasis sheath. Digital force was then applied to the anchor and the tamping mechanism deployed. There were no functional anomalies noted with the device. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the device was not placed in the full forward lock position, or there was an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the user introduced the angio-seal device according to the IFU into the arterial femoral artery. Upon tightening of the suture, there appeared to be no suture in the system. Blood loss was less than 10ml. Hemostasis was achieved my manual compression. There was no harm to the patient, nor risk of serious injury. The patient was treated as intended. Additional information was received on march 15, 2019. The procedure performed was a diagnosis 6fr angio. The sheath size used was a 6f. A pre-deployment angiogram was performed before application of the angio-seal. The anchor in the tube was released, or was clamped. Vascular status was normal without significant calcifications or abnormalities. The patient was fine, there was no hematoma or hemorrhages. The patient left the hospital as planned.